Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2024 at 6:45 pm pst, the mother of the customer (moc) called reporting difficulty attaching luer connectors to the ilet device. The caller requested recommendations for proper attachment. Troubleshooting and resolution: the agent provided education on the correct method for attaching luer connectors and advised the following: do not overfill the cartridge when changing supplies attach the luer connector without supplies first to ensure proper fit before insertion the patient acknowledged the instructions. The caller confirmed that previous attempts to attach luer connectors did not affect blood glucose levels. Clinical impact: no adverse clinical effects reported. No interruption in insulin delivery documented. No hypoglycemia or hyperglycemia reported. Investigation: lot number provided: 31055. No device malfunction confirmed; issue attributed to user technique. Outcome: education provided; no additional assistance required. Device remains in use and has not been returned. If returned, it will be evaluated and a supplemental report will be filed. Conclusion: the event involved difficulty attaching luer connectors, resolved through user education. No patient injury occurred, and no device malfunction has been confirmed.